Manufacturer narrative:
The reported reader ((B)(6) ) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Performed a built-in test and the reader test passed. No errors were observed. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer did not receive their replacement adc freestyle libre 2 reader, initially due to obtaining an error 2 when testing their glucose levels. As a result, on (B)(6) 2021, the customer experienced diaphoresis and had a loss of consciousness, however, no third-party medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer did not receive their replacement adc freestyle libre 2 reader, initially due to obtaining an error 2 when testing their glucose levels. As a result, on (B)(6) 2021, the customer experienced diaphoresis and had a loss of consciousness, however, no third-party medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.